Event description:
The initial reporter alleged a discrepant result with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 core unit 150 (jp version). On (B)(6) 2025, the sample tested reactive for hbsag using the hbsag g2 elecsys cobas e 100 v2 assay. On (B)(6) 2025, confirmatory testing for hepatitis b virus (hbv) viral load was performed, and the hbsag result was negative. On (B)(6) 2025, testing at a different laboratory using the abbott alinity system also yielded a non-reactive hbsag result. Additionally, on (B)(6) 2025, hbv viral load testing indicated that no viral load was detected.

Manufacturer narrative:
The reported event occurred on a cobas 6000 core unit 150 (jp version) analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all signals were within expected ranges. No peculiarities were observed with the serum sample quality, and no pre-analytical issues were identified. However, the investigation was limited as the sample material was not available for further analysis. A definitive cause for the reported event could not be determined. False positive results are possible and are addressed in the specificity claim of the method sheet. The customer was advised to follow the recommendations in the method sheet regarding confirmatory testing.